Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
The customer reported the battery was too low. It is unknown if the device was in clinical use, however there was no patient or user harm reported.

Manufacturer narrative:
G4: 01jun2020. B4: 02jun2020. There was no patient involvement. The biomedical site lead confirmed the reported issue. The biomedical site lead replaced the defective back up battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.